Event description:
Customer called to report a blood leak that occurred during treatment. Name and function of complainant: same as reporter. Customer stated look leak in the centrifuge during treatment at whole blood processed 300ml. Treatment was aborted. No further action to pt nor any other complication. Service order (B)(4) was dispatch to service the instrument per customer's request. Customer did not return any product for investigation, but photos and a video were provided for evaluation.

Manufacturer narrative:
Batch record review of lot b133 was conducted. There were no non conformances associated with this type of failure for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. The assessment is based on info available at the time of the investigation. Product was not returned by customer for investigation; however, the photo and video evaluation is still in progress. A root cause could not be determined at this time as investigation is still in progress. (B)(4) has already been initiated to investigate blood leaks in the cellex centrifuge chamber. (B)(4).